Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with pocket hematoma. Upon examination of the implantable cardioverter defibrillator (ICD), it was noted that cause of hematoma was infection. The ICD was explanted and replaced on (B)(6) 2021. The patient was in stable condition.